Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that based on the information provided, the traumatic fall most likely the contributing factor of the right tha dislocation and the reported inability to achieve adequate relaxation contributed to the unsuccessful closed reduction and ultimately, the open revision. No manufacturing defects were revealed per the device history review. The patient impact beyond pain, reported muscle spasms and the revision procedure cannot be determined. No further clinical assessment can be rendered at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported a patient fell in the shower. Attempts to fix the dislocation without surgery failed, so surgeon decided to replace the head and liner to assure there would not be further dislocations.